Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585. Analysis of the 9735585 found insufficient information. At least three documented attempts have been made to retrieve logs with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while in outside or procedure. It was reported that after the case was finished, the site went to shut down the system, but the system would not finalize the shut down and became unresponsive. The screen of the navigation system displayed no input detected. There was no patient present when the issue occurred.